Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the patient had high impedance when interrogated. When interrogated again, the patient¿s impedance was normal. The device history records were reviewed for the generator. The device passed all specifications prior to distribution. No x-rays have been received to date. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional or relevant information has been received to date.